Event description:
It was reported that the device was at elective replacement indicator three years and two months after implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
The device was later returned with information stating premature battery depletion, electrogram (egm) storage was left on "continuous", no known issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Time of rrt (recommended replacement time) in save to disk on (B)(4) 2012 device rrt less than or equal to 2.62 volt. Weekly battery voltage trend data shows min bat equal to 2.64 to 2.62 volts between (B)(4) 2012 and (B)(4) 2012. One patient alert for low battery voltage on (B)(4) 2012.